Event description:
Patient recieved 4 level anterior cervical fusion. Roughly 18 months post implantation, patients anatomy shifted due to what was described as a wedge compression. Shifting of anatomy resulted in outward pressure on cerviccal plate construct, and as a result, the locking rivet failed when significant expulsion pressure was place on the screws at the effected levels. Revision surgery was performed to address non-union and hardware was replaced.

Manufacturer narrative:
Device was returned to manufacturer for review and investigation. Evaluation was performed and was to agree with narrative of healthcare professionals that reported the event. The submission of a report or related information to the FDA and its release by FDA, does not necessarily reflect a conclusion by the party submitting the report or the FDA that the report or information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.